Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon loaded with unknown brand sheath was received for evaluation. During visual analysis could observed detachment of catheter with the balloon in the catheter proximal. And the balloon distal part stuck in the unknown sheath was noted. The catheter detached part not retuned in the sample. Further the attempt to remove catheter from the device was failed due to the strong resistance. No other functional testing was performed. The received sample loaded with unknown sheath was found detached with catheter proximal part. Therefore the investigation was confirmed for the reported removal difficulty from the sheath and identified catheter detachment issues. A definitive root cause for the reported removal difficulty from the sheath and identified catheter detachment issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiry date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly unable to exit smoothly from the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device was allegedly unable to exit smoothly from the heath. There was no reported patient injury.